Event description:
Additional information stated the patient had revision planned ¿but the patient was not well due to other health issues and had to postpone the case.¿ it was stated the patient was not receiving effective therapy at the time of report. It was noted the revision was planned for august. It was additionally noted the cause of the patient¿s high impedances and whether all of the components were connected was still ¿to be confirmed.¿

Manufacturer narrative:
(B)(4).

Event description:
Information was previously submitted in manufacturing report # 9614453-2013-01037.

Event description:
Follow up information reported that the cause of the high impedances was unable to be established. X-rays were taken and did not show any lead breakages. It was noted that all components of the implantable neurostimulator (ins) were connected during the initial procedure and intra-operative <(>&<)> post impedances were done and were normal. The high impedance problem appeared to have occurred a few weeks post operatively. A revision was to be scheduled and the patient was noted as not receiving therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had high impedances even when the test was done at 3 volts. The patient had a "video done in a scanner at a cathlab" and the reporter noted "it looked like the lead was not fully inserted into the connector block of the extension." No patient symptoms were reported.

Event description:
Follow up information reported that it was confirmed that the lead component of the implantable neurostimulator (ins) was the cause of the high impedances. It was noted the patient did not want to consent to a replacing the lead if the revision did not show a simple connection issue. During the procedure, it was decided to remove the entire ins system. During removal of the lead, it broke off at the site of the anchor. The physician did not want to open up the entry site further and decided to lead the remaining segment in the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)